Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-05414. It was reported the patient desired improved stimulation coverage. The patient underwent surgical intervention on (B)(6) 2018 where the occipital leads were revised. The patient is now receiving effective coverage.